Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because the part information and lot information were not provided. Based on available information, causes for the reported m-knob resistance and clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and an a3/p3 prolapse for a mitraclip procedure. During the procedure, the operator commented that the m knob was stiff and that there appeared to be a delay during initial steering towards the valve in translation of movements. It was also reported that there was not enough m on the dial available and they had to make alternative movements. The clip was successfully placed and deployed. During deployment the clip opened to approximately 15 degrees. A second mitraclip was selected and implanted successfully. The final mr was grade 1+. There were no adverse patient sequela or clinically significant delays reported.